Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed a circuit disconnect alarm that would not resolve. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. During evaluation of the device, the touchscreen had an unresponsive touchscreen. Touchscreen was recalibrated to address the issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a circuit disconnect alarm that would not resolve. There was no patient harm or serious injury reported as a result of this incident.